Event description:
Boston scientific crm received information that this right ventricular (rv) lead was the subject of a difficult insertion into the header of a model t165 guidant implantable cardioverter defibrillator (ICD). A boston scientific field representative reported there were no adverse patient effects, and the lead remains in service. A boston scientific technical services consultant (ts) discussed that no advisories were found for this issue, but the report would be logged for investigation.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead was the subject of a difficult insertion into the header of a model t165 guidant implantable cardioverter defibrillator (ICD). A boston scientific field representative reported there were no adverse patient effects, and the lead remains in service. A boston scientific technical services consultant (ts) discussed that no advisories were found for this issue, but the report would be logged for investigation.

Manufacturer narrative:
At this time, no additional information is available. No adverse patient effects have been reported and records indicate that this device remains implanted. If additional information becomes available, this report will be updated.

Manufacturer narrative:
At this time, no additional information is available. No adverse patient effects have been reported and records indicate that this device remains implanted. If additional information becomes available, this report will be updated. The lead was returned approximately five years with no explant paperwork documenting the out of service reason. No additional allegations have been reported since the issue with inserting the lead in to the header back in 2008. The lead is currently in analysis. Upon receipt at our post market quality assurance laboratory, visual inspection of the terminal pin portion of lead revealed the is-1 proximal seal rings were lifted from the surface below them. An unsuccessful attempt was made to insert the is-1 terminal connector into the appropriate port of a laboratory device. The inability to insert the rate/sense portion of this lead into the port on a device is attributed to the lifted seal rings.